Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported while in use on a patient, an 840 ventilator displayed tidal volume 0 with desaturation. The patient was stabilized using ambu and was reconnected to the ventilator. The equipment returned to present tidal volume 0 and desaturation. It was not possible to revive the patient and the patient expired.

Manufacturer narrative:
The field service engineer (fse) inspected the device and could not duplicate the reported condition. The ventilator has passed performance verification testing (pvt), extended self test (est), and short self test (sst) and is ready for use. The ventilator has been returned to the customer. If information is provided in the future, a supplemental report will be issued.